Event description:
It was reported that bd alaris smartsite vial access device had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they tried to attach the sterile water syringe to the vial adapter but it would not attach.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2203e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.